Event description:
Manufacturer re-review of information from the reporter indicated the sleep apnea was not pre-existing to the vns implant. However, the sleep apnea was felt to be unrelated to the vns as the symptoms first occurred approximately (B)(6) 2012. The vns is currently at end of service, and the reporter indicated the sleep apnea is not felt to be related to the vns as the sleep apnea is still occurring in the absence of vns stimulation.

Event description:
It was reported through clinic notes dated (B)(6) 2012 that a vns patient has an active problem list which includes obstructive sleep apnea. The notes further indicated that at times the vns stimulation can worsen the obstructive sleep apnea. At the moment, the vns generator is at end of service and the treating physician indicated the cause of the sleep apnea was present prior to vns therapy. Generator replacement surgery has been planned but not scheduled. Further interventions if the problem persists, are to have the patient in a sleep study.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided. Describe event or problem, corrected data: clarification of the information from the reporter is provided